Event description:
Same event as MFR report #: 2134265-2008-01158. It was reported that during a percutaneous transluminal angioplasty procedure, a dissection and premature stent deployment occurred. The 80% stenosed lesion was located at a shunt of the non calcified and moderately tortuous right cephalic vein. Also being treated was the vein side of the right antebrachium. The physician inflated the sterling 5.0 x 40mm balloon 8 times to 6-10 atms, for about 10 seconds each. Following dilation, fluoroscopy confirmed that the lesion was not adequately dilated. The physician then went down with a 7.0 x20mm sterling balloon. While the balloon was partially inflated, it was noted under fluoroscopy that the blood flow "seemed worse" and a dissection at the vein side was noted. The physician elected to treat the dissection with a 7 x 34mm wallstent. Difficulty was encountered while advancing the wallstent delivery system to the artery due to the stricture of the anastomosis; therefore, the wallstent delivery system was removed. However, when the delivery system had reached the proximal end of the introducer sheath during removal, the wallstent prematurely deployed. This occurred outside of the patient's body. The patient experienced pain during the procedure; however, it is unknown what treatment was done, if any. The patient had a hemodialysis treatment following this event as the physician was able to confirm that blood flow was adequate. Patient status was reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.